Event description:
Rpn called to request info concerning exposure risks associated with cidex plus 28 day solution. On 01/22/99 an employee was disinfecting instruments in an endoscope washer (custom ultrasonics), when a valve erupted, and a rubber hose separated from the washer and sprayed cidex plus 28 day solution on the employee. The employee was wearing a face sheild; however, several hrs later the employee checked into the emergency room for exposure, with symptoms of tightness of chest, headache, and skin/eye irritation. Eyes were flushed with water and pt was given 0.45% saline drops. Skin was flushed with water, and albuterol was given for the tightness in her chest. In march 1999, pt was seen by primary care physician for nose bleed, rash on chest, cough and dyspnea. Primary dr indicated permanent damage. The physician prescribed prednisone 10 mg for one week and then 5 mg for an add'l week. In april the pt saw a pulmonary consultant who diagnosed her with airway dysfunction syndrome.